Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Medical records received and no product investigation completed. The following section shave been updated: b5, b7, h6 (clinical code, device code (migrated, pvl and calcification), type of investigation, investigation findings, and investigation conclusion), h11. The device remains implanted, therefore was not returned for evaluation. A technical summary written by edwards lifesciences applies to this complaint event, an engineering evaluation is not required. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Implanting sapien 3 in native mitral position using commander delivery system is not an indicated use of the device. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. The device was used in off-label implantation in the mitral position in the native valve. As there are no specific IFU or training materials related to mitral procedures in the native annulus, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as to the root cause of the event. However, it can be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint for calfification was confirmed based on medical record. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. It should be noted that the sapien 3 thv was implanted in the native mitral position for this case. Therefore, it was an off-label operation. Per the medical records, the patient presented with dyspnea and workup revealed severe mr, pvl around prior tmvr with lv outflow obstruction due to valve displacement. He underwent tmvr removal. Pathology report also showed calcification on the valve leaflets. Per medical record review, patient had history of end stage renal disease (esrd). It is well known that patients with renal disease are predisposed to bioprosthetic heart valve calcification. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of calcified/thickened leaflets, resulting in stenosis, central regurgitation and increased gradients. As such, available information suggests patient factors (esrd) likely contributed to the complaint event. Technical summary is applicable to this complaint because valve calcification was likely due to patient conditions. A product risk assessment (pra) is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Event description:
As reported from fcs, a call from a physician was received regarding a patient who received a 29mm s3 in the native mitral annulus (valve-in-mac) 1 year and 1 month ago. The patient is now reported to have shortness of breath and lvot gradient of 80mmhg. The patient was sent urgently to the ER for evaluation for surgical explant and revision. The patient underwent an explant procedure. A 29mm edwards surgical valve was implanted in replacement. Per the medical records, the patient presented with dyspnea and workup revealed severe mr, pvl around prior tmvr with lv outflow obstruction due to valve displacement. He underwent tmvr removal. Pathology report also showed calcification on the valve leaflets.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
As reported from field clinical specialist, a call from a physician was received regarding a patient who received a 29mm s3 in the native mitral annulus (valve-in-mac) 1 year and 1 month ago. The patient is now reported to have shortness of breath and lvot gradient of 80mmhg. The patient was sent urgently to the ER for evaluation for surgical explant and revision. The patient underwent an explant procedure. A 29mm edwards surgical valve was implanted in replacement.